Event description:
It was reported that the pump was in use on a patient when the display started to exhibit difficulty. As a result of this , the pump was exchanged. There was no associated patient complications.